Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, a 3max catheter was found fractured and was not used.

Manufacturer narrative:
Result: the 3max was fractured approximately 63.5 cm from the hub and kinked approximately 90.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 3max was broken and was not used. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 3max is removed from the packaging hoop forcefully or at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.